Event description:
The lay user/reporter contacted lifescan (lfs) in 2005 and alleged that pt's one touch ultra meter was giving an error 4 message. The medical affairs specialist (mas) called and spoke with the reporter on the following day who provided additional information. The reporter informed the mas that the patient has had the subject meter for a year and was having the error 4 message just that same day the call was placed to lfs. In 05, the patient had attempted to test on the meter in the morning, but kept getting the error 4 message. He normally takes humalog on a sliding scale (does not have a set amount regimen) throughout the day and takes lantus insulin 25 units at bedtime. Since he was unable to check his blood glucose due to the error message issue, he did not take any insulin that morning. That afternoon, the patient family member noticed that he was getting disoriented and decided to check his blood glucose on the subject meter. However, she received the error 4 message again on the meter. The patient was taken to the hospital , where the hospital meter result was 515 mg/dl and he was placed on IV insulin. He was kept there for 5 hours and then released. The reporter also informed the mas that the night prior to the event, his blood glucose result on the subject meter was "normal" and the patient had taken his lantus "like he always does at bedtime." At the time of troubleshooting, the patient's testing technique was reviewed to be correct and the condition of the test strips was also good. The reporter was asked to retest on the meter, but the issue persisted and the error 4 message appeared on the display. This complaint is reported because of an unresolved error 4 message with tr0ubleshooting. The patient attempted to test on the subject meter at the time of concern, but since he was unable to test, he withheld his sliding scale insulin, which resulted in hyperglycemia and insulin treatment at the hospital. A replacement meter, control solution, and test strips were sent to the lay user/patient.